Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Evaluation summary: the report of mitral stenosis was confirmed through observed host tissue overgrowth. X-ray demonstrated wireform intact and minimal calcification on the free margins of all three leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 on the inflow aspect and 4mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and heavy at the outflow aspect. Host tissue fused leaflets 1 & 3 by approximately 3mm at commissure 1 on the outflow aspect. Host tissue also fused leaflets 2 & 3 by approximately 5mm at commissure 3 on the outflow aspect. Host tissue overgrowth restricted leaflet movement and led to stenosis. Subvalvular apparatus was observed around leaflet 3 on the outflow aspect. Leaflet 3 had a 1.5mm tear near commissure 1. Calcification was evident near the tear. Leaflets were observed to be thickened and swollen near the tear and at the cusp area on leaflet 1. Suture pledgets remained on the sewing ring near leaflet 1 and 2. Sewing ring was cut in multiple locations around the valve. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors contributed to the host tissue overgrowth. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this 25mm mitral pericardial valve, implanted approximately four (4) years and ten (10) months, was explanted due to mitral stenosis. This device was originally implanted for mitral valve replacement to correct mitral stenosis. This device was explanted and replaced with a mechanical valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ in a general ward at the hospital. The condition of the explanted valve was reported as, ¿there were no changes observed on the leaflets, but subvalvular tissue and papillary muscle were observed to be fused.¿